Manufacturer narrative:
The reported event of sensing noise could not be reproduced. The device was received with normal telemetry and normal output. Functional tests were performed, including crosstalk did not identify any anomalies or functional issues. Electrical, longevity, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, noise oversensing causing pacing inhibition on the right ventricular (rv) lead and pacemaker. The physician elected to explant and replace the rv lead and the pacemaker. There were no patient consequences.